Manufacturer narrative:
Cindolo, l., minore, a., schwartzmann, I., alejo, a. F., imperatore, v., lossa, v., ebbing, j., destefanis, p., hindley, r., emara, a., pastore, a., sequi, m. B., balsamo, r., knazik, r., coscarella, m., de nunzio, c., secco, s. (2026). Water vapor thermotherapy and high-grade clavien-dindo complications: retrospective analysis of 10 cases. World journal of urology, 44(392). Https://doi.org/10.1007/s00345-026-06495-x. Detailed product information was not provided to bsc. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted.

Event description:
It was reported to boston scientific via an article published in the world journal of urology that a retrospective multicenter case series study was conducted to describe life-threatening (clavien-dindo greater than or equal to 4) complications following rezum water vapor thermal therapy (wvtt) for the treatment of benign prostatic hyperplasia (bph). A total of 10 patients were identified from high-volume international centers and reported during a meeting in (B)(6) 2025, with procedures performed prior to that period. Case 4 was a 58-year-old male patient with a recent history of perianal fistula surgery and lower urinary tract symptoms/ benign prostatic hyperplasia (luts/bph) on alfuzosin 10 mg underwent wvtt. Following procedure, case 4 was of a 58-year-old man, who was discharged the same day with an ongoing catheter, that was removed on postoperative day (pod) 7. On pod 9, he developed fever, malaise, nocturnal loss of consciousness, and profuse sweating. He was admitted with septic shock. Blood cultures grew esbl-producing e. Coli. He was managed in the ICU with fluid resuscitation, broad-spectrum intravenous antibiotics, and vasopressor support. Contrast-enhanced CT revealed a 2.5 cm right intraprostatic abscess. Because of favorable radiological and clinical evolution, the abscess was not drained. He required brief (36 h) mechanical ventilation, then showed progressive clinical and biochemical improvement. He completed a 3-week course of intravenous antibiotics and at 90-day follow-up, reported normal voiding and no long-term complications.